Manufacturer narrative:
Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a slightly horizontal aorta with a native valve annulus angle of 52.8 degrees, the wire and the delivery catheter system (dcs) were pushed simultaneously. An attempt was made to improve the coaxial alignment with the native valve annulus. Blood pressure decreased and a left ventricular perforation occurred. Percutaneous cardiopulmonary support (pcps) was initiated while blood was drained by cardiac massage and pericardiocentesis. A thoracotomy was performed and the perforation in the left ventricle was sutured. Hemostasis was achieved. The valve and dcs were withdrawn from the patient and a 26mm non-medtronic valve was implanted. The incision was closed and pcps was removed. No additional adverse patient effects were reported.

Manufacturer narrative:
The model number for the guidewire was received. Other relevant device(s) are: product ID: gwbc30, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Update to event: additional information was received that per the physician, the dcs may not have contributed to the perforation, but the medtronic guidewire contributed to the perforation. Product analysis: the device was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the dcs access site was the right transfemoral artery and an inline sheath and medtronic guidewire were used. Per the physician, the dcs may have contributed to the perforation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the lot number of the guidewire was not made available, therefore, a review of the lot history was unable to be performed. In addition, the guidewire was not returned for analysis, and no angiographic images were available for review. The instructions for use (IFU) cautions the user to not manipulate the device without fluoroscopic visualization. In addition, the IFU warns that the guidewire should not be pushed pulled or rotated against resistance, and the wire should position should be monitored throughout the procedure for proper placement of the curve and distal tip. In this case it was reported that the "power" was not applied properly from the apex while the position was adjusted on the guidewire during deployment. The available information indicates that position of the guidewire was not monitored properly, and that uncontrolled force was potentially applied, which led to ventricle trauma. The IFU instructs that it is critical that the guidewire is controlled to prevent it from moving forward, so that the distal tip of the guidewire doesn't move forward and cause trauma to the lv. The guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle and mitigate the variability associ ated with the distal tip of regular guidewires. It also eliminates the need for physicians to manually bend the guidewire during the transcatheter aortic valve replacement (tavr) procedure, or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a tavr delivery system tracked over the guidewire and to mitigate the risk of left ventricle perforation. In addition, cardiac perforation is a known potential patient adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the tip of the guidewire was inspected prior to use; no bend, kink, coil separation, or damage was noted and the guidewire was not pre-shaped prior to use. The guidewire was positioned in the apex of the heart. It was reported that power was not applied properly from the apex while the position was adjusted on the guidewire during deployment. No additional adverse patient effects were reported.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.